Event description:
It was reported that during an angioplasty procedure in the basilic vein, the pta balloon allegedly ruptured and detached from the catheter shaft. It was further reported that the patient required additional hospitalization for removal of the detached material. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the device was returned for evaluation in two segments. Segment 1 consists of the device y-body and a portion of the catheter shaft. Segment 2 consists of the remaining portion of the catheter shaft and a portion of the balloon. The balloon was noted to be circumferentially ruptured, with the distal portion of the balloon not returned. Therefore, the investigation is confirmed for the balloon rupture, as the balloon was noted to be circumferentially ruptured. The investigation is confirmed for the balloon detachment, as the distal portion of the balloon was not returned. The investigation is confirmed for the catheter shaft break, as the device was received in two segments. The balloon rupture likely contributed to the balloon detachment. However, the definitive root cause for the reported balloon rupture, balloon detachment, and catheter shaft break could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2022).

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2022).

Event description:
It was reported that during an angioplasty procedure in the basilic vein, the pta balloon allegedly ruptured and detached from the catheter shaft. It was further reported that the patient required additional hospitalization for removal of the detached material. The status of the patient is unknown.